Event description:
It was reported that the needle detached from safety mechanism prior to use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: needle came out from the rear part of the finger grip.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs for evaluation. Bd received one 22ga nexiva unit within an open package from lot number 9107968. All components were present. Through the visual examination, the unit was received with the crimp end of the cannula sticking out of the grip well. Adhesive was not present on the grip well. The reported issue was confirmed. The well on the grip was missing the adhesive therefore it could not be bonded to the cannula. This was physical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to the misalignment of equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle detached from safety mechanism prior to use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: needle came out from the rear part of the finger grip.